Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and evaluated at the service center. The defect reported by the customer has been verified and repaired. On inspecting the device, the rf board was damaged and was replaced. The exact root cause is defective rf board. A manufacturing record evaluation was performed for the finished device 1221818 number, and no non-conformances were identified. The service history of the generator was checked, and no abnormality was found. Ga test and electrical safety test were passed. At this point in time, no corrective action is required, and no further action is warranted. Depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the sales rep via phone that during the demo, when start the vapr3 generator, it shows alert code 200.12. It will be repaired in (B)(4) cts, not return to (B)(4). There were no adverse consequences to the patient. It is jjms commercial sample.